Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). The device was returned for evaluation. Although a cuff miss/suture retrieval issue was not confirmed, a link detachment was found that would likely result in a suture retrieval issue and would appear similar; therefore, the reported event is confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device, referenced, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture retrieval issue occurred. A second proglide device was used with the same results. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 14f and the aaa procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of the third and fourth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.